Event description:
The report stated that when the pencil was connected to a generator, it activated even though the switch was still off.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.